Manufacturer narrative:
Section b2: corrected. Section h6: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple gastrointestinal bleed (gib) events prior to left ventricular assist (lvad) placement. Between (B)(6) 2023 through (B)(6) 2022 a bleeding event was reported. Coumadin (warfarin) was held until the patient's hemoglobin level stabilized. No other intervention was reported. Historically related gib mfrs: 2916596-2024-04781; 2916596-2024-04782; and 2916596-2024-04125 transplant due to gib.